Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred less than a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialyzer. The rn said blood had pooled in the arterial header of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also being utilized. A blood leak test strip used, and it tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for evaluation. The fibers were wet with clear fluid within the dialyzer housing, and blood was present on the exterior of the housing (possibly from when the dialyzer was disconnected from the bloodlines). The device was returned with corporate provided blood port and adapter caps attached. No visual damage or irregularities were noted. A bubble point leak test was performed on the sample, and a leak was detected on the cavity ID end at approximately 40°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.90mm in length above the polyurethane (pu) was identified at the leak location. An opposing end was not identified. No other damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed due to a potted fiber fragment. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred less than a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialyzer. The rn said blood had pooled in the arterial header of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also being utilized. A blood leak test strip used, and it tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.